Manufacturer narrative:
The device was returned for analysis. The reported guide detachment was confirmed. Entrapment of the device and difficulty to remove could not be replicated in a testing environment as they are based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately left common femoral artery was attempted using a proglide device via a 7fr sheath, after an abdominal aortic aneurysm (aaa) procedure. Reportedly, when removing the proglide device resistance was felt and the guide separated into two pieces. A snare was used to remove the separated part of the proglide device. Manual arterial compression was applied to achieve hemostasis. A clinically significant delay of 30-45 minutes was reported due to use of the snare. There was no reported adverse patient sequela. No additional information was provided.